Manufacturer narrative:
On 08/06/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During evaluation of the sample it appeared intact. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/09/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 07/26/2019, mentor received additional information about the event. It was initially reported that the explantation date is (B)(6) 2019. New information states that the explantation date is (B)(6) 2019. The patient had the explanted device replaced with a mentor smooth round moderate plus profile 350cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation procedure with a mentor smooth round moderate plus profile 350cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was confirmed by a doctor¿s office. As a result, the patient underwent explantation on (B)(6) 2019.